Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, it was surmised that this phenomenon was attributed to the corrosion of the contact points on the video connector socket due to the user connected the video plug with liquid such as chemicals adhered to the video connector socket. Olympus stated the appropriate handling of otv-s7pro and the counter measures against abnormalities in the instruction manual of otv-s7pro.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomena were duplicated due to the corrosion of the contact points on the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image of the subject device was frozen and/or disappeared when the user shook the video plug which was connected to the subject device to the left or right. There was no report of patient injury associated with the event.